Manufacturer narrative:
The astral device as returned to resmed for an extensive engineering investigation. Review of the device data logs and extensive performance testing confirmed the reported battery issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was an isolated component failure within the device battery assembly. There was no patient injury reported as a result of this incident. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and stopped ventilation while using the internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and stopped ventilation while using the internal battery. There was no patient injury reported as a result of this incident.